Manufacturer narrative:
(B)(4): the customer reported that a shock was not delivered. There was no patient involvement. The device was evaluated locally by philips. The device passed all standard testing. We are unable to determine the cause of the reported symptom as it could not be reproduced.

Event description:
The customer reported that a shock was not delivered. There was no patient involvement.